Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform displacement test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage. Customer's blood glucose level was 170 mg/dl. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.